Event description:
It was reported that the pump displayed a cassette locked but not latched error. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Customer complaint of "cassette errors" confirmed with visual inspection and functional testing. Found latch lock sensor defective, replaced latch lock sensor. Found motor odo to be past replacement spec, replaced motor . Performed calibration and occlusion tests. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration.service history review identified there was no indication that the complaint was related to a service of the device within the review period.